Manufacturer narrative:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the frx defibrillator indicating that the customer was unable to set up the device. While attempting to set up the device, the customer pushed too many different buttons and did not know what to do. The frx defibrillator (serial number (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and was visually inspected with no scratches, marring, or mechanical damage found. Analysis of the psdr showed no warnings pertaining to an AED malfunction. The allegation of "unable to set up device¿ was due to a customer misunderstanding device operation/behavior. The customer should have been walked through running a proper bit correctly (with the pads installed). Setup instructions are provided in section 2 of the frx owner¿s manual. Based on the information available, the allegation of being unable to set up device was due to a customer misunderstanding device operation/behavior. The reported problem was confirmed as it was determined the customer was unable to set up the device due to not setting it up correctly. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement device to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.